Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2003, the patient was implanted with four gore excluder bifurcated endoprostheses. On an unknown date, the devices were "replaced" by another graft system due to sac expansion.